Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to contrast button and down arrow button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad was lifted from the base near the buttons. Date of birth is unk.

Event description:
The distributor contacted animas alleging that the pump was reacting badly to button presses.